Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Additional information received: called the complaint in and provided them the information over the phone and no longer have the notes I took from our conversation. I will message his pa now to see if she can take a call this evening or tomorrow morning so I can give you an answer to these questions.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024 b3: only event year known: 2024 . D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient is considering removal with or without fundoplication due to recent work up showing a broken linx. No further information was provided to the sales rep.